Event description:
A patient underwent a posterior spinal instrumentation and fusion (psif), in which floseal was used. It was reported the floseal was injected into the pedicle screw tract and the patient experienced an anaphylactic reaction. The patient was administered phenylephrine boluses, packed red blood cells, albuterol, intravenous epinephrine bolus with calcium chloride infusion. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Date of event: the events occurred on an unknown date either in may or july 2021. Manufacturer/compounder: baxter healthcare - (B)(6). Literature article: coury, j. R., skaggs, k. F., marciano, g.f., pinyavat, t., naseef, m., roye, b. D., vitale, m.g. ¿intraoperative anaphylaxis to the bovine flowable gelatin matrix." Jbjs case connect. 2022 mar 3;12(1). Doi: 10.2106/jbjs.cc.21.00753. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.